Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, after attaching the maj-2315 tip cover to the tjf-q290v duodenovideoscope, the endoscope was removed from the patient, but the maj-2315 had fallen off and was no longer attached. The patient was searched but could not find it, so the doctor decided to wait for it to be naturally expelled. The issue occurred during endoscopic retrograde cholangiopancreatography (ercp) procedure. The diagnostic procedure was completed with the same set of equipment and there were no reports of patient harm.

Manufacturer narrative:
Correction to h6 component code (from imager to tip). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the distal cover was used without being properly attached, and load during the procedure led to falling off. Therefore, the distal cover easily detached when stress was applied to the device during use. However, the exact root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: operation manual: chapter 4 ¿ (section 4.1) - detection; operation manual: chapter 3 ¿ (section 3.5) ¿ prevention. Olympus will continue to monitor field performance for this device.